Event description:
The distributor contacted animas on (B)(6) 2013 alleging the up arrow, down arrow and ok keypad buttons were unresponsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: on examination, the keypad was found to be peeling below the ok button. On testing, all of the keypad buttons were unresponsive. The keypad cover was removed for investigation and revealed the up arrow, down arrow and ok button contacts were inverted. There was no contamination found on the button contacts. The pump was opened for investigation and did not reveal any damage, defect or contamination to the interior pump components.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.